Event description:
Since it was installed the retinal camera has only provided blurry and grainy photographs. Manufacturer response for retinal camera, topcon (per site reporter): the manufacturer has sent a service engineer in numerous times and has "remoted" into the computer several times, with no improvement in image quality